Manufacturer narrative:
On 25-may-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30957960l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent a afib - paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there were high impedance readings for the ablation catheter. The catheter was removed from the body, char was noted, and the catheter was replaced. The char/thrombus was noted on the tip of this catheter. Ablation was attempted again, impedances were high, and the catheter was removed. Char was noted again on the second catheter--on its side. It was then discovered that the lab staff had not changed the smartablate default setting of 4mm catheter. The setting was changed to the correct sf setting. The physician was burning at 45 watts. Temperature was not noted. Impedance was around 100-120 at the start of a lesion before rapidly rising. The patient was anticoagulated. Act¿s were maintained above 300 during duration of case. No, no neurological symptoms have been noted per the doctor. No patient consequences were reported. Thrombus/clot is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).